Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, double capsule was observed, the device was intact, and ¿hypoechoic nodule in left breast of 4.8mm of well limited edges" not device related. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Double capsule: unable to observe as it is a medical event not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: observed deformation on the device. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, double capsule was observed, the device was intact, and ¿hypoechoic nodule in left breast of 4.8mm of well limited edges" - not device related. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203, f2201a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: capsular contracture baker grade ivdevice evaluation:visual analysis of the photographs identified:¿ capsular contracture : unable to observe since it is a medical event and is not related to the device.¿ double capsule : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided